Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n225 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n225 shows no trends. Trends were reviewed for complaint categories, alarm # 18: system pressure and pressure dome leak. No trends were detected for these complaint categories. Photographs were returned for evaluation. The complaint kit and smart card were not returned for evaluation. Examination of the customer provided photograph confirmed the leak from the system pressure dome. A material trace of the pressure dome housing assembly and its components used to build lot n225 did not find any non-conformances. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The reported pressure dome leak is verified based on the photographs provided; however, the root cause for the pressure dome leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). H.m. 17 mar 2025..

Event description:
The customer contacted mallinckrodt to report they experienced a pressure dome leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm # 18: system pressure alarm and noticed blood leaking from the system pressure dome after 112 ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer provided photographs for evaluation.